Manufacturer narrative:
Device service completion pending

Manufacturer narrative:
Supplemental report

Event description:
The international customer reported that the device alarmed due to a pressure sensor failure. The customer reported the unit was not in use on patient therefore there was no patient involvement or harm. Review of the device diagnostic log noted codes that indicate an spi bus failure. The spi bus is communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Manufacturers service engineer evaluation determined the data acquisition pcb to motor controller pcb cable requires replacement. Completion of device evaluation and service is pending customer approval.

Event description:
The manufacturers service engineer was unable to duplicate the reported problem. The service engineer replaced the data acquisition pcb to motor controller pcb cable to address the reported problem.